Event description:
Difficulty calibrating the transducer to zero during counterpulsation was noted with this intra-aortic balloon pump. The transducer and cable were exchanged twice, however, pump still would not auto balance. The pt was transferred to another intra-aortic balloon pump and there were no pt complications involved. Bio-med dept at user facility evaluated balloon pump. Three connectors on main computer board were not securely fastened. Intermittent connections were found on evaluation. Connectors were reseated securely into computer board. Pump was tested and placed back into service. Service manual outlines procedure for routine maintenance of pump. Co believes appropriate maintenance of this device could have prevented this event and do not attribute it to device.